Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 and cause of death was aortic root thrombosis extending into both the right and left coronary arteries. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It was reported that the pump was not explanted. No further information was provided. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.